Event description:
Information received indicated that bed's ground impedance (resistance) is out of specifications.

Manufacturer narrative:
The hill-rom technician found that the power cord had a loose ground prong. He replaced the power cord which resolved the issue.